Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and it cannot be conclusively determined if it linked to the reported event. The bottom and middle batteries were depleted. The device needed to be hooked up to a power supply for download. The download data did not show any signs of struggle during the run that would indicate a struggle to deliver insulin. Shelf mode was measured and was within specification. It could not be determined how and when the batteries depleted. Corrosion was observed on the pcb. No leaks were observed during investigation. The cause of the corrosion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 350 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a manual injection was administered utilizing an insulin pen.